Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-320 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.